Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had a malfunction was confirmed. It was found that there was a cut on the motor cable. The motor was found to be corroded and there was a short circuit in the motor. The insulation resistance of the motor and the resistance value of the keypad of the handcontrol set were outside tolerance. The motor, motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor, causing the motor to malfunction. Also user mishandling of the device is responsible for the cut on the motor cable, which would have caused the short circuit. However, given the information provided we cannot discern a definitive root cause for the defective keypad. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformance were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via complaint submission tool that during an unknown procedure the micro tornado hp w handcontrol had a malfunction. No patient consequence and no surgical delay was reported. No additional information was provided.